Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure and tank cover. The line cord was faded and the drain fitting was corroded. The unit also had an outdated pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (noisy unit) was confirmed during testing. The product problem occurred because of faulty pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the device was noisy. The product problem was observed during set up. No alarms were observed. There was no patient involvement.